Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of cellulitis, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient was injected with 3 ml of juvéderm® voluma¿ with lidocaine into ck1, ck2, ck3, ck4, supraperiosteal ck1 and sub-smas with 3 ml of juvéderm® volux¿ into jw1 and jw3. Approximately 3 months later, patient developed delayed onset nodules in the jaw. The following month, after a chemical peel, patient reported they had been commenced on antibiotics for cellulitis to the face, deemed not related to the device. Patient also reported they developed a lump under the skin along the jawline and neck. Patient was treated with antibiotics, and coamoxiclav 625mg for 7 days. Symptom has not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00842 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported patient was injected with 3 ml of juvéderm® voluma¿ with lidocaine into ck1, ck2, ck3, ck4, supraperiosteal ck1 and sub-smas with 3 ml of juvéderm® volux¿ into jw1 and jw3. Approximately 3 months later, patient developed delayed onset nodules in the jaw. The following month, after a chemical peel, patient reported they had been commenced on antibiotics for cellulitis to the face, deemed not related to the device. Patient also reported they developed a lump under the skin along the jawline and neck. Patient was treated with antibiotics, and coamoxiclav 625mg for 7 days. Symptom has not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00842 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.